Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 30ml ll s/c 56 had foreign matter. The following information was provided by the initial reporter: material#: 302832 batch#: 3298184 it was reported by the customer that several 30ml syringes and 50ml syringes that have black spots. Verbatim: rcc received a complaint via email. Email(s) attached caller in pharmacy states he has several 30ml syringes 302832 and 50ml syringes 309653 that have black spots. He states they look like they are in the molding of the syringe. The certificate of compliance states product spec (B)(4).